Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for push off was observed, however hemolysis and underfill was not observed. The video does show a tube being used for a draw and it pushed back out of the holder. The tube was not being held in the holder. It is recommended that to alleviate tube push off, one must hold the vacutainer tube in place until it has completed the required draw volume and flow has ceased. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for hemolysis and underfill was not observed. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits and no tube push off was observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, hemolysis/loss of vacuum, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode push off based on the video only. The complaint was unable to be confirmed for hemolysis or underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It has been reported that the bd vacutainer® lithium heparinn 75 usp units blood collection tube has been found experiencing 300 occurrences of whole tube push off. The following has been provided by the initial reporter: lithium vacuum tube 4 ml punched out while blood drawing, loss vacuum.

Event description:
It has been reported that the bd vacutainer® lithium heparinn 75 usp units blood collection tube has been found experiencing 300 occurrences of whole tube push off. The following has been provided by the initial reporter: lithium vacuum tube 4 ml punched out while blood drawing, loss vacuum.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.